Manufacturer narrative:
The MFR did not yet receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should add'l info become available and/or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the surgeon requested a zimmer review of the products: ml taper kinectiv 16.25, e neck, and +40 biolox head to see if there is any corrosion at the stem/neck junction. Stem was well fixed but looked loose on the x-ray. It was further reported that pt underwent a revision surgery on (B)(6) 2012 due to pain and possible loosening.